Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a system error 2240 was confirmed. The root cause was use error ? Open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. A batch review was not performed as the lot number was unknown.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during use. The home patient (hp) woke up to the alarm. The patient was connected at the time of the alarm. The patient line was properly primed and there were no patient line extensions in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The hp stated that the unused supply line clamp was open. The hp shut the hc off and was at "stopped set up" at the time of the call. The baxter technical services representative (tsr) advised the use of new disposables and monitored the initial drain to ensure that the hp drained out completely before proceeding to fill. Proper procedures were reviewed, and there were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.